Event description:
It was reported that before use protrusion was discovered near the trifurcated portion of the foley catheter, so its use was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use protrusion was discovered near the trifurcated portion of the foley catheter, so its use was discontinued.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The reported event is confirmed - manufacturing related. Photo: received nine (9) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) all-silicone foley catheter attached the urine meter bag without original packaging. Verified material number 119314 and manufacturing lot number ngjw2610. Visual inspection noted a protrusion on the catheter. A labeling review is not required because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.